Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was unable to set the ipg into MRI mode. Impedance check revealed high impedances on both the leads. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Corrected data: per the additional information received (section b5) this device is no longer reportable.

Event description:
Additional information received indicates that patient had only single lead.